Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being currently hospitalized for unexplained high blood glucose, with a value of 500s mg/dl upon admission. The customer reported changing the set 2 or 3 times and still not receiving insulin. The customer's reported last known blood glucose value was 372 mg/dl. The customer could not properly complete troubleshooting without a tubing clamp; the customer was sent a tubing clamp. The customer was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. The customer reported not being on insulin pump therapy at the moment because no one at the hospital knew how to use the insulin pump. The customer claimed that the insulin pump was not functioning to bring down the customer's blood glucose values. No further information was provided.